Event description:
The customer contact reported that during set up prior to pt use, the device did not deliver a loading dose. No specific details were provided. The device was removed from clinical use. Therapy was set up using a replacement device. There were no reports of any adverse pt events and no reported delays of clinical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.